Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was not implanted due to high defibrillation thresholds (dft's) during the implant procedure.